Event description:
It was reported the patients blood glucose level rose to 379 mg/dl while wearing the pod between 25 and 36 hours. As treatment, a new pod was placed.

Manufacturer narrative:
Observed the soft cannula's exposed portion shorter that expected. Measured the overall length of the soft cannula: length soft cannula 21,08 mm (0.830 in). It could be determined that the soft cannula was out of specifications. Observation of the exposed portion under the microscope shows that (a part of) the exposed portion was almost certainly cut off. It could not be determined when this cut was made. The soft cannula was observed to be cut. A leak test could not be completed due to fluid being unable to flow through the entire fluid path. Therefor it can not be determined what caused the reported leakage. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.